Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and caller was informed to call back if malfunction code recurs. Customer acknowledged and understood instructions.

Event description:
It was reported that a malfunction alarm, identified as malf 24, occurred. The customer's blood glucose level was above 200 mg/dl. The customer had shut off the pump and switched to a new pump, dismissing the notification after reopening the app.